Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was pancreatitis, non-malignant pain and failed back surgery syndrome. It was reported that the pump stopped on (B)(6) 2019 due to end of service and shortly after the patient experienced withdrawal that lasted for a week or more. It was noted that the patient was vomiting and maintained nausea for a full week. Per the caller the patient was not feeling much pain and didn't need the pump anymore. The caller was redirected to the healthcare provider (hcp) to discuss pump replacement and flow/rate options. No further complications have been reported as a result of this event.